Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection. The patient was admitted to an ER where the patient was told she did not have an infection. However, as the patient also had an implanted pain pump, the physician decided to remove the nevro system prophylactically. There were no further complications reported.